Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ though a definitive root cause could not be identified, investigation believes that the reported event was likely caused by unexpected stress being applied by user handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as no image would display due to a faulty cable unit. Additionally, the rear cover labels were fading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the 4k autoclavable camera head would not focus during a procedure. The date of the event is unknown and the problem was first noticed during the beginning of a procedure. There were no delay in the procedure and the same device was not used to complete the procedure. The intended procedure was completed. No other devices were replaced during the procedure. The model and serial number used to complete the procedure is unknown. The device was inspected before use with no abnormalities noted and no kinks or coils on the cable/cord. It is unknown if there was physical damage to the camera head end, the connector or the cable. There were no patient death, injury, infection or medical intervention associated with this event.